Event description:
Patient status post heartmate 2 lvad implant in 2016 at an outside hospital. The patient transferred from an outside hospital. The patient presented with intermittent pump stop alarms concerning for lvad device malfunction. Patient went to the or explant of heartmate 2 lvad and replacement by heartmate 3 lvad pump. Manufacturer response for heartmate lvad, heartmate 2 (per site reporter). Awaiting response from vendor.